Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was removed due to unknown reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.